Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes battery impedance >29.9 kohms and dashes (---) displayed for the current drain.